Event description:
Pt admitted for tonsillectomy. During surgical procedure pt received third degree burns to lower lip (0.5mm in diameter on both lateral aspects of the lower lip) while ent physician was using the megadyne cautery pencil and tip. A plastic surgeon was called for pt consultation by ent physician immediately after surgery. Plastic surgeon examined pt and concurred with third degree burn diagnosis. Plastic surgeon then gave pt's family member burn care instructions and scheduled follow-up appointment. Pt was discharged to home shortly after.